Manufacturer narrative:
Date of event - (B)(6) 2005. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). Same case as reports 2134265-2009-05851 & 2134265-2009-05834. The patient has a lesion type iii located in the right carotid artery. The lesion length was 10mm and the reference vessel diameter was 6mm. There was 90% stenosis as measured by nascet. There was no thrombus, no ulceration, no dissection and no pseudo-aneurysm present. There was 1+ calcium present with no target vessel tortuosity present. The carotid wallstent monorail used in the procedure had a diameter that was 9mm and the length was 30mm. The cerebral protection filterwire ez was used. The ultrasoft balloon dilatation catheter was used during the pta procedure. A heart rhythm stimulant, atropine, 1ui was used. No vasodilator was used during the procedure. There were no peri-operative events. There was successful placement of the stent at the intended site and successful use of the cerebral protection device. The procedure technically was successful. Residual stenosis was 0-29%. Post-procedure clinical assessment morphological outcome documented that the stent was patent. The patient clinical outcome was asymptomatic. There was a complication less than 24hrs after the procedure of hypotension. No further data was provided regarding the hypotension. The patient had a one-month follow-up assessment in (B)(6) 2005. The patient was asymptomatic. The carotid stent was patent. There was 10% residual stenosis. No complications occurred since the last visit. The patient had a six month follow-up assessment in (B)(6) 2005. The patient was asymptomatic. The carotid stent was patent. There was 10% residual stenosis. There were no complications since the last visit.